Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records were not provided for clinical assessment; however a still computed tomography image was reviewed. Based upon the investigation findings, the root cause of the endoleak could not be identified; however, a severe reverse tapered aortic neck might be a factor. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Device remains implanted in patient.

Event description:
It was reported that approximately 23 months post initial implant of a bifurcated device and a suprarenal aortic extension a computed tomography scan identified a proximal endoleak. The patient was treated with an infrarenal aortic extension which successfully corrected the endoleak. The patient tolerated the procedure well. Additional note: the patient underwent an additional intervention (2031527-2013-00168) approximately 11 months post initial procedure due to a proximal endoleak of the initial suprarenal extension. An additional suprarenal aortic extension was implanted at the time with success. The patient's aortic neck is severely reverse tapered, which appears to be a contributing factor to recurrent proximal endoleak.